Event description:
The surgeon removed the lag screw on (B) (6) 2010, anticipating the fracture to be healed; however, it was not. A few weeks later, the head collapsed, so the remaining hardware was removed and converted to a total hip.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the part and/or lot codes required were not provided. Provided information states, the surgeon removed the lag screw anticipating the fracture to be healed; however, it was not. A few weeks later, the head collapsed so the remaining hardware was removed and converted to a total hip. Although the exact root cause could not be determined of the head collapse, initial implant placement and bone quality are contributing factors. The exact root cause could not be determined without the pre and post op x-rays. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.